Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was wound dehiscence.

Event description:
Healthcare professional reported left side "wound dehiscence." Device has been explanted.

Manufacturer narrative:
Additional data: g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: creases flat leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported left side "wound dehiscence." Device has been explanted.